Event description:
It was reported the patient's (spain) scs ipg suddenly stopped working, the patient stated stimulation was lost and the patient was unable to communicate and recharge the ipg. A sjm representative met with the patient and was unable to establish any communication with the patient's ipg and multiple external devices. The next course of action has not been determined.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.